Event description:
Reporter, daughter-in-law, stated that a few days prior her mother-in-law had been obtaining 'high results', in the 450's' (mg/dl), on her meter. Reporter stated that her mother-in-law was not experiencing any symptoms at that time. Reporter then stated that around midnight one evening her mother-in-law received a blood glucose result of 'around 450' (mg/dl) and since she was also feeling flushed they took her to the emergency room. At the ER, two hours later, her blood glucose was tested, with results of 158 mg/dl. Reporter also stated her mother-in-law was not treated at the emergency room. Reporter stated they did not have control solution available for testing.